Event description:
Medtronic legal received information regarding the customer passed away at unknown place. The information received on (B)(6) 2022 stated that the customer suffered from catastrophic injuries resulting in death due to defective medtronic quick set. Customer blood glucose level was 46 mg/dl. Emergency medical services responders noted customer to be pulseless and apneic, with a large amount of vomitus from his mouth and nose. His insulin pump was still attached to their right mid abdomen, which emergency medical services responders deactivated. Customer was admitted to the intensive care unit, where they remained for three weeks before transferring to a stepdown unit. Customer developed an anoxic brain injury with resultant encephalopathy and hypoxic respiratory failure, requiring ventilator and eventually tracheostomy. He had dysphagia requiring peg placement and developed acute renal failure. Customer was brought to the hospital and found to have orthostatic hypotension, autonomic failure, supine hypertension, acute kidney injury, cellulitis of toe, foot ulcers, unilateral vocal cord paralysis, acute hyperactive delirium, coronary artery disease, and a traumatic brain injury. They were discharged on (B)(6) 2019. On (B)(6)2019, family member find the customer diaphoretic and minimally responsive, so they checked his blood sugar, which read 26 mg/dl. They immediately administered oral glucose and called 911. When emergency medical services arrived, customer was unresponsive, pulseless, apneic, and his heart rhythm was abnormal. Emergency medical services initiated cardiopulmonary resusciation, and william was intubated before he was transferred to the hospital. Upon arrival, customer was in cardiac arrest. The customer was using a 530g insulin pump. It was unknown that the caller will return the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.